Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system treated two ventricular arrhythmia episodes with shocks and anti-tachycardia pacing (atp). Noise artifact and oversensing was noted in these episodes, possible solutions to prevent the ICD system from delivering shocks when not required were discussed. Therapy was disabled for this patient and low out of range right ventricular (rv) lead impedance bellow 200 ohms was noted. The patient was hospitalized. This ICD was replaced and rv lead insulation break was noted during explant. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed. External visual inspection identified no anomalies. Review of device memory confirmed that the device had reached battery depletion. The device was unable to pass all automated therapy verification testing on the mate or faats system as a result of a depleted battery. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system treated two ventricular arrhythmia episodes with shocks and anti-tachycardia pacing (atp). Noise artifact and oversensing was noted in these episodes, possible solutions to prevent the ICD system from delivering shocks when not required were discussed. Therapy was disabled for this patient and low out of range right ventricular (rv) lead impedance bellow 200 ohms was noted. The patient was hospitalized. This ICD was replaced and rv lead insulation break was noted during explant. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.